Event description:
It was reported via medwatch "multiple users in one facility have reported issues with bard provena and solo PICC lines the issue op concern is that these PICC lines are kinking in situ often in the arm near the insertion site on multiple patients with multiple operators in areas that should be of little to no concern lines are noted to be kinked in situ with in hours to days of insertion but generally. Within a very short period of time some of the lot numbers (the known lots) are as follows: refw2385, refx2673, reft1026, refs2384, reft1127." This report addresses lot number reft1026.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft1026 showed no other similar product complaint(s) from this lot number.